Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014.device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: review of the pump history did not reveal any record of ¿60 unit¿ prime volume. On testing, the pump performed the rewind, load and prime steps successfully without alarm. A force sensor calibration test confirmed the sensor was detecting force correctly. The pump was exercised for 24 hours without any prime-related issues. A cartridge containing 100 units was successfully loaded into the pump without issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior of the pump or its components. Investigation did not confirm or duplicate the alleged prime issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue; the patient alleged the prime volume of 60-70 units of insulin is not reflected correctly in the pump¿s history; the history reportedly showed low prime volume. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.